Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which led to inappropriate mode switches. The lead was imaged but no anomalies were noted. The lead was successfully explanted and replaced. The patient was doing fine post surgery.